Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not rewinding and had insulin flow blocked alarm. Customer was advised to run load reservoir with empty insulin pump until piston reaches end of travel; however insulin pump did not alarm with no reservoir detected. Customer stated that the insulin pump received load reservoir complete. The customer was advised to replace the insulin pump and was advised to retrieve and save insulin pump settings and revert to the backup plan. Customer was advised to perform displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and rewind however device failed prime or seating and gave an insulin flow blocked alarm due to failed force sensor at zero offset of 8.2 mvolts. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime or seating anomaly. No rewind anomaly noted during testing.